Manufacturer narrative:
(B)(6). (B)(4).

Event description:
(B)(6) 2005 - patient underwent surgery for large herniated disk right c5/6 (source of right arm pain). Surgery included complete anterior cervical discectomy at c5/6, partial vertebrectomy at c6, right, anterior interbody fusion at c5/6, hydrosorb cage (7mm), local bone graft and rhbmp-2/acs. Rhbmp-2/acs was placed into the lateral aspect of the cage on the left side of c5/6. I elected not to put anything on the right side to make sure there was no overgrowth of bone and foramen on the right side of c5/6. (B)(6) 2005 patient seen for 6 week follow up. Patient stated that her pain in the right arm is getting worse. "[Patient] has diffuse weakness in the right upper extremity in finger flexors and interossei. Has slight limitation of rotation to the right at 30 degrees and some 45 degrees to the left side- extremities are all with full range of motion. Her x-rays today show consolidation of c5-6 fusion." Patient was fitted for an external stimulator and told to hold off using this until they see what her MRI showed the next week. It was reported that on (B)(6) 2006 an MRI indicated "the patient is status post anterior surgery at the c5-6 level- the cervical cord is not enlarged and shows no evidence of signal abnormality. There is no evidence of herniated disc or spinal stenosis. There is no evidence of cord compression. No neoplastic changes are present." (B)(6) 2006 patient seen for 7 month follow up. Patient complains of some paresthesias bilaterally into the upper extremities. She feels like her arms become jelly after a lot of work. She has excellent strength with decent range of motion of her neck. The rotration is limited with a little bit more to the left than the right. (B)(6) 2006 ap and lateral x-rays indicated "patient has had an anterior fusion with plate and screws at c5-6. There is subchondral lucency at the fusion site at c5-6. There is good alignment maintained at the surgical site and at other sites of the cervical spine in the neural, flexed and extended positions. There is a minor degenerative spur at c4-5." A CT scan indicated "there is mild heterogeneity of the thyroid gland. There is no paraspinal mass. Status post fusion at c5-6- small central disc herniation at c4-5 resulting in effacement of the ventral thecal sac." On (B)(6) 2007, a CT scan indicated "CT scan of the cervical spine has a similar appearance to the prior study of (B)(6) 2006. Patient has had anterior fusion at c5-6 with a central bony fusion through the interspace. Lesser degree bone fusion centrally posteriorly at c5-6. Normal alignment maintained. No central stenosis or significant foraminal narrowing. Small central disc at c4-5." (B)(6) 2007 patient was seen for 14 month follow up. Patient is starting to feel better. She is completely neurologically intact in the upper extremities as well lower extremities. [Doctor] did not detect any weakness. Her x-rays show no motion at her fusion site at c5-6. Her cage is not fully resorbed yet. CT scan shows that there is bone within the cage and goes from top to bottom from c5-c6. On (B)(6) 2007 an MRI indicated "the patient has undergone an anterior fusion at the c5-6 level" there is a small central c4-5 herniated disc causing mild encroachment upon the ventral subarachnoid space." (B)(6) 07 - patient underwent surgery for pseudoarthrosis at c5/6. Surgery included exploration of cervical fusion at c5/6, removal of segmental instrumentation at c5/6 plate, revision fusion at c5/6, complete anterior cervical discectomy c4/5, anterior interbody fusion c4/5 using 7mmx14x11 hydrosorb cage, local bone graft, rhbmp-2/acs and anterior cervical plate from c4-c6. There appeared to be a bridge of bone anteriorly at c5/6, however lateral to this bridge of bone there was evidence of defect bilaterally. "A rib cage 7mm x 14 wide x 11 deep was impacted with local bone graft and bmp. It was tamped into disk space at c4/5. I fit quite nicely. I then took local bone graft and bmp and placed this at the c5/6 disk space bilaterally to the center fusion bar. On (B)(6) 2007 ap and lateral x-rays indicated "the patient is status post fusion of the c4-5 and 6 level. The alignment is reasonable. Minimal prominence of the prevertebral soft tissue is seen, likely post surgical in nature." (B)(6) 2007 patient was seen for 3 week follow up. "Still having some neck pain and mild pain in the arms bilaterally. It is intermittent in nature." X-rays of cervical spine show the anterior plate to be well positioned, c5-c7. Patient fitted for bone growth stimulator. On (B)(6) 2008 ap and lateral x-rays indicated "patient is again noted to be status post fusion with anterior plate and screws noted within c4, c5 and c6. Graft is noted within the disc space at c4-5. There is disc space narrowing at c5-6. The orthopedic hardware is intact and in good alignment- the previously noted prominence of the prevertebral soft tissues has resolved. The soft tissues are normal." (B)(6) 2008 patient seen for 3 month follow up. "Still having some paresthesias in the upper extremities, less neck pain. Imaging films -show evidence of incomplete healing at c4-5 and appears to be a radiolucent line between the graft and the superior endplate of c6 without complete fusion posteriorly at c5-6." Patient continues to use bone growth stimulator. (B)(6) 2008 patient seen for follow up four and half post-op. Patient notes a little achiness rarely center and off to the right side at the posterior aspect of the cervical spine. Notes some pins and needles into her hands bilaterally-x-rays reveal good healing of the c4-5 level but the c56 level shows some persistence of a line consistent with pseudoarthrosis. On (B)(6) 2008 the patient presented for cervical spine x-rays. Per the physician's notes, patient is "status post three surgeries, not sure if third fusion took." X-rays indicate "there is an anterior plate and screw fixation of c4 to c5 to c6 with interbody graft seen at both c4-5 and c5-6. The graft strut is more readily seen at the c4-5 level but also the disc spaces expanded more at the c4-5 level. There does not appear to be any motion about the level of fusion between the flexion and extension images suggesting incorporation of the graft." On (B)(6) 2008 x-rays of the cervical spine indicated "mild bilateral foraminal compromise at c5-6, right greater than left." On (B)(6) 2009 a CT scan of the cervical spine indicated "anterior fusion at c4-5 and c5-6. The fusion shows no significant change in appearance from (B)(6) 2008. There is a broad based moderate central left sided disc herniation at c3-4 which does appear larger than (B)(6) 2008." (B)(6) 2009 patient seen for follow up. "MRI obtained the other day reveals evidence of large extruded disc at c3-4, center and off to the left. Terrible amount of pain in the neck with radiation to the left upper extremity-pain on extension is terrible. Axial distraction decreases her pain, rotation to the left increases her pain, and rotation to the right decreases the pain. Lateral flexion to the right decrease the pain. Clearly has symptoms of cervical radiculopathy-c5-6 level is not completely fused." (B)(6) 2009 patient underwent surgery for pseudoarthrosis pre op diagnosis herniated disk left c3/4, status post anterior cervical discectomy and fusion c4/5, c5/6 - solid fusion at c4/5, pseudoarthrosis c5/6 removal of anterior cervical plate c4 to c6, anterior cervical discectomy, anterior antibody fusion c3/4 using local bone graft, anterior 6mm x 11 x 11 mm peek cervical cage at c3/4 packed with rhbmp-2/acs, and anterior cervical plate (c3/4). A 6.11.11 mm peek cage was packed with local bone and bmp and placed into the disk space of c3/5. Patient tolerated procedure well. On (B)(6) 2009 the patient presented with airway obstruction and difficulty breathing post-op. MRI indicated "status post anterior-posterior fusion at c3-c6. Persistent prevertebral edema extending from the c3-c6 level measuring 2 cm in greatest anteroposterior dimension with narrowing of the supraglottic airway anteriorly. A better defined focal fluid collection is seen anterior to c4 and c5 measuring 2.4 cm in craniocaudad extent at 3.8 mm in anteroposterior diameter. Slight increase in size of the post operative fluid collection located at the inferior aspect of the operative bed at the c6-c7 level which extends toward the incision site." Radiographs indicated "no soft tissue abnormality is found. Postop changes seen. No change in alignment and positioning when compared to 3/13/2009 study." Per physician's notes, "wounds are well healed but there is localized swelling anteriorly and posteriorly. Decreased range of motion of her neck due to the previous surgery." On (B)(6) 2009 patient presented for followup, 3 weeks post-op. X-rays indicated "no subluxation or abnormal motion with the flexion extension views." (B)(6) 2009 patient was seen for follow up status post emergency surgery on her neck due to increasing intractable pain. Today, "[patient] is complaining of some upper thoracic and lower cervical pain as well as some paresthesias into both lower extremities. [Patient] is on significant amount of medication. X-rays done elsewhere, which reveals satisfactory alignment of internal fixation." Patient recommended to continue to use bone growth stimulater. On (B)(6) 2009 a cervical spine x-ray indicated "approximately 2mm of anterior subluxation of c6 on c6 and 1-2mm of anterior subluxation of c7 on t1. - no significant change since previous examination." On (B)(6) 2009 the patient presented with axillary lymphadenopathy. A CT scan indicated "no evidence of edenopathy. - there is some degenerative changes in the lower thoracic spine. Essentially unremarkable CT scan of the chest." (B)(6) 2009 patient see for three month follow up. Patient has had some pain in the neck with some radiation to the right upper extremity. X-rays dated (B)(6) 2009 revealed good placement of internal fixation." Patient states that she is having some problems with nausea from the medtronic bone growth stimulator diagnosis at this time was "postlaminectomy syndrome, cervical spine." On (B)(6) 2009 the patient presented with pain and arm numbness. A CT scan indicated "subluxation noted at c6 on c7." On (B)(6) 2009 an MRI indicated "extensive post operative changes" without significant central or foraminal compromise. There is a mild anterolisthesis of c6 onc7 with mild bulging and flattening of the ventral thecal sac at this level." On (B)(6) 2010 an MRI indicated "post surgical changes and mild degenerative change at the c6-7, unaltered since (B)(6) 2009, without herniation or significant canal compromise." (B)(6) 2010 patient was seen for follow up. Terrible amount of neck pain with bilateral upper extremity paresthesias. MRI reveals solid fusion from c3-c6." Diagnosis at this time is sublaxation at c6-7 and c7-t1 and degenerative disc disease. On (B)(6) 2010 the patient presented with pain. An MRI indicated "interval resolution of swelling noted anterior to the cervical spine on prior examination. Interval resolution of postoperative fluid in the posterior surgical bed. Grade 1 anterospondylolisthesis at c6-c7 on a degenerative basis." On (B)(6) 2010 a CT of the cervical spine indicated "no vertebral fracture is recognized. Interval removal of previously noted anterior fixation screws and plate at c5-c6. Resultant osseous fusion is noted at this level. Interval placement of anterior fixation screws and plate at c3-c4. Several placement of pedicle screws and fusion rods at c3 through c6. Interval development of grade 1 anterospondylolisthesis at c^-c7 on a degenerative basis." On (B)(6) 2010 the patient presented with neck pain. An MRI scan indicated "extensive post op changes with anterior and posterior hardware" stable anterolisthesis of c6 on c6. Small left sided herniation at c7-t1 which is new from the prior study. The remaining levels are unchanged." On (B)(6) 2010 an x-ray of the cervical spine indicated "the patient is again noted to be status post anterior fusion at c3-4 with anterior plate and screws and graft within the disc space at this level. There is also fusion posteriorly with pedicle screws within the c3, c4, c5, and c6 vertebral bodies. There is anterolisthesis of c6 on c7, which increases minimally with flexion and slightly reduces in extension. This had a similar appearance on the prior examination. There is also bony fusion noted at c4-5 and c5-6. The craniovertebral junction is normal. Soft tissue shadows are within normal limits." On (B)(6) 2010 the patient presented with paresthesias. An MRI of the lumbar spine indicated "an hemangioma in l4 and a probable atypical hemangioma in l2" there is a schmorl node in the superior endplate of l2. The l2-3 disc shows mild desiccation" there is minimal desiccation of the l5-s1 disc. There is no evidence of spinal stenosis or foraminal compromise. There is no evidence of posterior disc herniation." (B)(6) 2010 patient underwent surgery for herniated disk at c6/7 and c7-t1, cervical subluxation and instability at c6/7 and c7/t1. Surgery included complete anterior cervical discectomy at c6/7 and c7/t1. Right anterior iliac crest bone graft x2, reconstruction right hip with matrix allograft., anterior cervical plate from venture c6-t1 (B)(6) 2010 patient underwent posterior cervical fusion c3 - t3 and removal of rods and screws loose rt c6 screw patient underwent exploration of posterior cervical spine fusion, including removal of segmental spinal instrumentation including rods and screw and replacement of posterior spinal instrumentation c3- t3 with vertex instrumentation using local bone graft, rhbmp-2/acs and matrix allograft. Excellent bone fusion from c3-c6. The surgeon decorticate the lateral mass from c3 to c7 and took down the facet joint at c6 to c7 packed this with local bone graft and bmp, matrix allograft. Decorticated in the midline c4 to t3 as well for marked local bone graft and bmp in this area. Local bone graft, bmp and matrix allograft placed bilaterally c3 to t3. (B)(6) 2010 patient is seen two weeks status post posterior surgical procedure, c3 - t3. Cervical spine alignment looks great. Patient has limited motion. Patient doing well and making an excellent recovery at this point, feels more stable and secure with the neck. (B)(6) 2010 patient is seen "10 months after her surgery. Good strength in both upper extremities; no evidence of any weakness. (B)(6) 2010 patient is seen one month post-op. "Biggest issue is some right periscapular paresthesias. Patient has limited range of motion. Patient has neck pain, postlaminectomy syndrome and pseudoarthrosis." Patient received electrical stimulator today. Bone growth stimulator on (B)(6) 2011 a CT scan of the thoracic spine indicated "extensive degenerative disc disease with end plate change and spondylosis at t10-11 and t11-12. The remaining disc spaces are normal in height. There has been postoperative change involving the upper thoracic spine with posterior pedicle screws at t1, t2 and t3. The orthopedic hardware was in intact and good alignment. There has been a bilateral laminectomy at t1-2 and t2-3 as well. There is posterior fusion graft. There is no subluxation." A CT scan of the cervical spine indicated "extensive postoperative change including anterior plate and anterior screws fusing c3-4. There is a new plate anteriorly extending from c6 through t1. There are also posterior screws and stabilization rods at c3, c4 and c5 now extending down to the t3 level." (B)(6) 2011 patient was seen for follow up. Patient had a terrible amount of pain in the shoulder more on the right side than the left side. Hardware is all in perfect alignment. Patient has tenderness in the periscapular area. Patient stated that her pain in the area where she uses the stimulator at the lower portion and that is maybe causing some inflammation. Doctor recommended that patient stop using stimulator for two weeks. Bone stimulator pain (B)(6) 2011 patient seen for follow up 2 ½ months post-op. Patient has a node in the left posterior chain in the cervical spine. Pain is less, limited range of motion in neck, did not detect any weakness. Patient encourage to hold off using stimulator. On (B)(6) 2012 the patient presented with left arm weakness and swelling of the neck. No surgery details, operative notes, or implant logs have been provided. Per the attorney, the patient has had four surgeries, three of which involved "insertions of a medtronic bone graph." She has not yet healed from her first surgery. The patient has permanent nerve damage, swelling, issues breathing and swallowing. Reportedly, since receiving bmp, the patient has developed voice change, difficulty breathing and swallowing, ectopic bone growth, pain, and numbness. Reportedly, since receiving bmp, the patient has also developed severe swelling of the neck and throat, difficulty sleeping, tingling in arms and legs, and muscle spasms.